Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered infection, pelvic and vaginal pain, bleeding, and difficulty during sex. No further information has been provided.